Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was dropped and ringing noise of watchdog time out. Customer states the alarm did not clear with esc or act. Customer states that display did not return. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test or verify the watchdog timeout alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.